Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of a thoracic aortic aneurysm using 24 fr gore® dryseal flex introducer sheath (sheath), a gore® tag® conformable thoracic stent graft with active control system (ctagac) and a najuta stent graft with 2-debranch technique. During the treatment, pta ballooning was performed using 9 mm balloon because a vessel was not good for an access. The 24 fr sheath was inserted. The ctag ac was implanted distally then the najuta stent graft was deployed proximally. During deployment of the najuta, the physician slightly pulled down the najuta and at the time the ctag ac was also pulled down due to the manipulation of the najuta. All stent grafts were implanted. The left common carotid artery was coil embolized as part of the debranch procedure. After removal of the sheath, an angiography revealed an occlusion of a left internal iliac artery and a presence of a blood clot that appeared to have been scratched at a left common iliac artery. No association was reported between the coil embolization and the occlusion. To treat the thrombus malpresentation, additionally a gore® viabahn® vbx balloon expandable endoprosthesis was implanted from the left common iliac artery to the left external iliac artery. The patient tolerated the procedure. The physician stated that the origin of the left internal iliac artery was originally stenotic and could have been occluded at any time. Because the plan was to insert the large diameter sheath, a plaque shift in the area between the common iliac artery and the femoral artery was also expected.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device was discarded at the treating facility and was therefore not available for engineering evaluation by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added code g04061 under component code.